Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter; ubd: 11-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of lioresal via an implantable pump. The indication for use was not provided. It was reported the pump did not help the patient and was causing discomfort in the pump site which radiated to the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient reported their doctor said the pain and discomfort at the pump and catheter sites may have been caused by the pump sitting on a nerve. Dosage changes did not help. The pump and catheter were explanted on (B)(6) 2019. The devices were discarded by the customer, therefore, they would not be returned for analysis. It was reported the issue was resolved at the time of the report, as of (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history and other medications being taken at the time of the event were not available.